Event description:
Pt called me in to room to show me that his tubing had come unscrewed from his PICC line. Tubing was connected via new chemo tubing connectors and blue cover was intact. Only sodium bicarb was running, pt states he guesses it had been off for about half an hour, sheets moderately wet. Fluids paused.